Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k3e 3.6mg plus blood collection tube has been found experiencing 51 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: the tubes are dirty.

Event description:
It has been reported that the bd vacutainer® k3e 3.6mg plus blood collection tube has been found experiencing 51 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: the tubes are dirty.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for dirty tube with the incident lot was observed. Evaluation/testing of the customer samples was performed and dirty tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.